Event description:
It was reported to boston scientific corporation that an ultratome xl was unpacked. According to the complainant, during control procedure from tunisia ministry of health, it was noted a foreign object inside the sterile packaging near the device. There was no procedure involved and the device was not used in the patient.

Manufacturer narrative:
A visual assessment was performed. The device was returned within the original pouch sealed. There was no foreign matter were observed into the pouch. No other defect was noted. The complaint is not consistent with the returned device that there was a foreign object inside the sterile packaging near the device. It is a possibility that foreign matter observed by the customer was outside the pouch and could has been missing on the handle. Therefore, the most probable cause is not confirmed returned since the complaint included a returned device review (visual inspection) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was unpacked. According to the complainant, during control procedure from tunisia ministry of health, it was noted a foreign object inside the sterile packaging near the device. There was no procedure involved and the device was not used in the patient.